Event description:
It was reported that a low impedance warning message was observed on the patient's vns. A low impedance warning typically indicates that a short circuit condition may be occurring. No relevant surgeries are known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns was programmed off and then programmed back on at a later point. The low impedance was still present. It was stated that the patient's seizures were under control and there were no plans to replace the vns until her seizures get worse.

Event description:
It was reported that the patient was referred for vns replacement surgery. There was no indication of whether the patient's condition had worsened or if it was decided to perform the surgery prior to any worsening of condition. The patient underwent full vns replacement surgery. It was stated that a hole was found in the lead tubing and fluid was noted in the tubing. The lead was destroyed during removal and was discarded. The generator was also reported as discarded.

Event description:
Follow up revealed that while the vns was programmed off, the patient had an increase in seizures, which led to the referral for replacement.